Event description:
Allegedly the device repeated prompted check electrodes and an analysis of patient electocardiogram could not be performed as a result.

Manufacturer narrative:
The local factory service rep evaluated the reported device and observed proper operation, through full performance and functional testing. The service rep reviewed proper operation and electrode use with the staff. The device was returned to the facility for use.